Manufacturer narrative:
Correction: added unable to unscrew generator electrode, added codes for unable to remove set screw. The reported field event of failure to capture was not confirmed and the reported event of unable to unscrew generator electrode was confirmed. When the setscrew was tightened on the lead during the implant procedure the epoxy in the threads caused the setscrew to be locked in place which prevented the removal of the lead. Electrical testing found the device electrically normal. The device is above eri.

Event description:
It was reported that during the procedure the physician made several attempts to unscrew the generator electrode and failed.

Manufacturer narrative:
The analysis found the v-setscrew was firmly stuck in the connector block and required destructive methods to separate it from the device connector. Foreign material was found in the v-connector block threads. Analysis performed using scanning electron microscope confirmed the foreign material found in the connector block threads to be epoxy, which caused the setscrew to get stuck.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-05509. It was reported that the patient presented for a system implant. During the procedure, no capture was observed once the right ventricular lead and pacemaker were placed in the patient. The lead was repositioned several times however no capture still occurred. Both the lead and device were removed and replaced. The patient was stable throughout.